Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test for foley catheter insertion for urinary catheterization in the operating room, the sterile water that was injected did not drain out, so its use was withheld.

Event description:
It was reported that during the pre-test for foley catheter insertion for urinary catheterization in the operating room, the sterile water that was injected did not drain out, so its use was withheld.

Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation resistance was encountered and asymmetrical balloon was present. Only 1ml of mbs deflated within 5 minutes. Balloon was dissected and it was found that the inflation notch was not perforated properly. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.